Event description:
Overdelivery reported. The pump was set to infuse d5.45ns with 20 meq of potassium chloride at 20 ml/hr via line a. An IV container was started at approx 10:30 am. At 7 pm, approx 650 ml was gone from the 1000 ml container. The expected delivery was 170 ml. The pt tolerated the IV fluid well and no adverse effects were noted.